Manufacturer narrative:
Sensor 3mh001rtc04 has been returned and investigated. The sensor plug is properly seated and no physical damage is observed on the sensor patch. Attempted to extract data from the returned sensor with evm. The sensor did not scan; therefore, the sensor was sent for further investigation. An extended investigation has also been performed. De-cased the sensor and performed a visual inspection and observed corrosion on printed circuit board assembly (pcba). Removed as much corrosion as possible from pcba. The battery was replaced with a known good battery and attempted to re-program the sensor was successful. Extracted data from the returned sensor using approved software. The sensor was found to be in state 6 (indicating abnormal termination) with event code 21 (indicating brownout reset). A linearity test was performed, and the sensor passed the linearity test. All results were within specification. No malfunction or product deficiency was identified. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving high readings from their adc freestyle libre 2 sensor. Customer reported no trend arrows at the time of the call. Customer reported high readings of 500 mg/dl, 500 mg/dl and 500 mg/dl which were higher than lab readings of 197 mg/dl, 199 mg/dl and 213 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.